Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the IV set. The report states that the filter went dry and fluid stopped flowing.

Manufacturer narrative:
Evaluation of the device showed no problems as the device functioned as intended. A simulated use test was conducted with the line set up for gravity flow and there were no restrictions in the line. Normal flow was observed. The reported complaint could not be duplicated.